Event description:
Pt reported the infusion device did not properly display the w1 low cartridge warning when the past 4-5 cartridges reached 20 units. This last occurred on (B)(6) 2011. The infusion device will give with w1 low cartridge warning when the cartridge is empty, and an e4 occlusion error occurs when the w1 is confirmed. No physiological effects were experienced due to this, and pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.